Event description:
Information received indicates the device was inspected prior to clinical use and was not implanted. The representative reported the length of the dbs lead was measured before the case and found to be too short; unit length was deemed to 39.5-cm, instead of 40-cm as labeled. The product was not implanted and was replaced prior to the case with no patient involvement reported. The device was returned to the manufacturer for analysis.

Manufacturer narrative:
H6 - final device analysis confirmed the lead length is out of specification. The product was returned unused. The length of the device was measured and was found to be 14.56-inches long, which does not meet product specification for length. Review of the manufacturing lead length specification shows a tolerance of 14.79-inches + / - 0.125-inches measuring from the #0 connector sleeve to the #3 electrode.